Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that there was a 100 point difference between their sensor glucose readings versus their blood glucose readings. . It was also reported that the customer's insulin pump went into threshold suspend. The customer also reported that they have issues connecting their transmitter to their insulin pump. No additional information was provided